Manufacturer narrative:
The histolock resection device is an electrosurgical device designed to be used to endoscopically grasp, dissect and transect tissue during gastrointestinal endoscopic procedures. A distributor in (B)(4) reported that during a procedure the spiral tip of the histolock resection device became stuck in the muscularis after opening the device. The physician applied a clip to the muscularis and used a rat tooth foreign body retriever to free the histolock resection device from the muscularis. The patient is reported to be doing well. The histolock resection device was discarded and is unavailable for investigation. The device was not returned for examination. A review of the manufacturing record (00711117 lot 1507639) found all tests and inspections were completed with acceptable results documented. No other complaints of any type have been associated with devices from this lot. The IFU contains the following warnings: do not force the device against body cavity tissue. This could cause patient injury, such as perforation, bleeding or mucous membrane injury. The following conditions may not allow the device to function properly or cause patient injury: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to articulate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath. Device disposed of by user.

Event description:
The histolock resection device is an electrosurgical device designed to be used to endoscopically grasp, dissect and transect tissue during gastrointestinal endoscopic procedures. A distributor in (B)(4) reported that during a procedure the spiral tip of the histolock resection device became stuck in the muscularis after opening the device. The physician applied a clip to the muscularis and used a rat tooth foreign body retriever to free the histolock resection device from the muscularis. The patient is reported to be doing well. The histolock resection device was discarded and is unavailable for investigation.